Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with a shot. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer was advised that the insulin pump will be replaced due to the drive support cap fell like the act button. Customer was advised to revert to a backup plan and monitor his blood glucose.